Manufacturer narrative:
Patient city: (B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that patient faced adhesive issue event on (B)(6) 2026. The patient reported set came off after showering. No further information available.